Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with door 2 broken; this condition had the potential to interrupt delivery. This condition was found in the "med b area." It is unknown when this event occurred. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with door 2 broken was confirmed during product evaluation. This condition was caused by a broken door in the latch. The pump head door and occlusion sensors on pump 2 were replaced to correct the reported condition. A follow-up report will be filed if any additional details become available.